Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that when the device is turned on, it just beeps. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the top case was cracked/chipped by the front left bottom corner, the battery door was cracked, and the bottom case was cracked by the l-bracket pole clamp. Contamination was visible. Error codes could not be retrieved from the ehl (event history log) due to the constant alarm with no display. The customer reported issue was duplicated during the investigation as the device powered up with constant alarm and no display. Root cause of the reported issue is unknown however, the customer could not execute a package download correctly due to incorrect directions published in the technical service manual. Actions taken include uploaded software from base unit (interconnect board) to head unit (main board) by performing power point process. Re-programed firmware to software version: v1.6.4. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d2: correction: common device name: pump, infusion, d4: correction: model number: 4000.